Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in a hospital emergency room hallway. The customer was hospitalized on (B)(6) 2019 due to low blood glucose that caused a fall. The cause of death was a brain bleed due to the fall. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death, but the customer could not get their blood glucose to go up. The customer was wearing the insulin pump at the time of death. The customer was using a competitor's sensor system. The customer fell out of bed due to a low and received emergency medical assistance. The customer was given glucose by the paramedics to treat the low. The caller declined to return the insulin pump for analysis.